Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced cardiac tamponade, pericardial effusion, and perforation of the posterior wall. During a left atrial appendage closure (laac) procedure to treat atrial fibrillation and bleeds a versacross connect radiofrequency (rf) wire was used. The transseptal puncture was performed with the versacross connect system and then an exchange was performed for a watchman fxd double curve access system (was). The was sheath along with an intracardiac echocardiography (ice) catheter were then advanced into the left atrium (la). At this time, it was noted that fluid was accumulating in the transverse sinus space near the laa, and a pericardial effusion with tamponade was discovered. The procedure was aborted and pericardiocentesis was performed to treat the effusion. An unknown amount of fluid was drained and auto transfused back to the patient. The patient was taken to the operating room (or) for surgery where it was found that the ice catheter perforated the posterior wall of the la. It was speculated by the physician that advancing the was sheath caused the ice catheter to advance and perforate. The perforation was repaired in surgery, and the patient remained in the hospital overnight. There were no further complications, and the patient was discharged home the next day.